Event description:
The complainant alleged that during biomed testing the device, displayed "error 99", "error 66", and "error 104" messages. The complainant indicated that there was no pt involvement in the reported malfunction.